Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein an additional scs lead was added to improve coverage. Further information was requested but not received.

Manufacturer narrative:
No complaint allegations were made against the device. All event information pertaining to this issue has been assessed and no further review is required.

Event description:
Based on additional details obtained, there is no alleged deficiency of the device. The lead was added due to a change in the patient's pain pattern rather than an alleged deficiency of the current system.